Event description:
It was reported that intermittently, the 9800 system workstation would lock up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to erase program flash and reload system software. Erased program flash and reloaded system software. The system was tested and found to be working as intended and placed back into svc.